Manufacturer narrative:
(B)(4).

Event description:
(Os 19.113) the dentist reported that after 2 months the dental implant was installed in intraoral region #19, it was verified its non osseointegration. The 45 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type ii.